Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a blood leakage was noticed in the dialysis lock with valve at the hmod 70000-USA #squadrox-ID adult o.filt during patient treatment. They exchanged the oxygenator during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a blood leakage was noticed at the dialysis lock with valve at the hmod 70000-USA #squadrox-ID adult o.filt during patient treatment. They exchanged the oxygenator during patient treatment. No harm to any person has been reported. The affected quadrox-ID was technical investigated in the getinge laboratory on 2022-08-04. A visual inspection of the quadrox-ID was performed and no cracks, breaks, scratches, impact marks or other abnormalities were found. During the further investigation steps no leakage could be detected. The affected dialysis connector was removed out of the housing and a CT scan was performed which showed no deviations. The reported failure "leakage at the dialysis lock/valve" was not reproducible and was not confirmed during investigation, as no technical malfunction of the device was detected. The exact root cause of the reported event could not be determined. However in accordance to the risk assessment quadrox-I small adult/adult, quadrox-ID adult the reported failure could be linked to the following most probable causes: -sampling from wrong sampling port. -before ending extracorporeal circulation leave de-airing valve open. -sampling blood from dialysis lock or the "quick vent" connector. -incorrect blood levels. The production records of the affected quadrox-ID were reviewed on 2022-08-12. According to the final test results, all hmod 70000-USA #squadrox-ID adult o.filt. With lot# 3000203312 passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure "leakage at the dialysis lock/valve" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.